Manufacturer narrative:
(B)(4). A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv. The device is not available at this time. A follow-up MDR will be submitted if any relevant additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the device is no longer in its original manufacture condition and additional manufacture record review is not required. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause of the iipv-adult was undetermined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
This is a report of an increased intra-peritoneal volume (iipv) event, which occurred on the homechoice (hc) machine during peritoneal dialysis while the patient was connected in drain. The caregiver (cg) reported the drain volume, in drain 3 of 4, equaled 3700ml. The baxter technical service representative (tsr) reviewed the programming and the largest prescribed fill volume was 2000ml. The home patient (hp) did not have any symptoms and the tsr advised the cg to let the registered nurse know about high drain volume. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.